Event description:
It was reported after use that the cs300 intra-aortic balloon pump (iabp) screen turned white following a shock. The complainant folded the screen down onto the cables, the shock occurred at the the end of the procedure when it was time to put away the equipment. No patient involvement or no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the screen and the unit passed all functional and safety tests. Suspect device originally distributed as a cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.